Event description:
It was reported by service report that the bed extender on the pin connector was broken and there were sharp edges that could cause lacerations/cuts. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.